Manufacturer narrative:
The system was examined. And the reported event was replicated. The company representative, cleaned the components to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to dirty optics of the tabletop illuminator. As to how or when it became dirty remains inconclusive. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console had poor illumination in both ports during a posterior surgery. The surgery was completed by increasing the illumination power. There was no patient harm.